Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Visual inspection of this lead identified two distinct areas of insulation damage: one area 135-140 mm from the terminal pin (consistent with lead-on-lead contact) and one area 335 mm from the terminal pin. Resistance testing found that this lead conductor was discontinuous. Detailed testing of the lead found that the insulation abrasion in the area 335 mm from the terminal pin had exposed the rs- and distal high voltage conductor coils. The distal high voltage cable was completed abraded through and arcing damage was evident. The damage appears consistent with clavicular/first rib crush.

Event description:
Boston scientific received information that the patient with these leads received an inappropriate shock. During interrogation, electrogram noise, as well as a decrease in sensing and pacing impedances were observed. Additionally, high out of range shock impedances values were noted. The physician attributed all these clinical observations to a subclavian conductor fracture and explanted both leads in the absence of additional adverse patient effects.